Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissors would not deliver energy. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot, and there were no non-conformities which could have contributed to the reported failure mode. (B)(4).